Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the customer had low blood glucose. The customer has been experiencing low blood glucose for two weeks. The customer's blood glucose was between 35mg/dl-40mg/dl. Customer's mother stated she can get it to 60mg/dl, but then it goes up to over 500mg/dl. Customer's current blood glucose was 386mg/dl. Customer's mother treated customer with manual injections, due to ketones. Advised the customer's mother to monitor insulin pump and blood glucose. Suggested to call health care provider to discuss possible causes of low blood glucose.